Event description:
Blood glucose test strip device contains labeling not for sale in USA & canada. Investigation by consumer reveals usage of these test strips caused blood glucose readings to be increased 12.5% and subsequent unnecessary increase of diabetic medicine.

Event description:
Add'l info rec'd 10/24/01: firm's mgmt reported that this type of product is distributed to 2 other countries. In these places, the glucose blood levels are measured as "plasma glucose" instead of "whole blood glucose" (as done in the USA and canada). Therefore, these strips are calibrated to read differently from that mfg for use in the us. As reported by mgmt, the product reported in the complaint must have been re-imported into the us by a third party. Lots 831748a and 831749a were mfg in puerto rico and then were distributed. The root cause of this complaint, as reported by the firm, is the third party re-importation of test strips intended for non-us and non-canada markets, not product quality.